Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console by start up during priming. No patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the reported "head error" could be confirmed. The mcp00705057#rfc control board kit (article number 701034051) has been replaced. As part of the service the mcp00702755#battery pack for rfc (article number 701017188) and 2x hl20_rubber foot 24x12 rpm/tpm (article number 701054567) has also been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on 2024-05-03 and during the period of 2019-10-24 to 2024-05-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2019-10-24. For the affected serial number within the timeframe of the search one additional complaint was found in 2020 for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.